Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
Implant breaking through packaging - sbi is currently conducting a recovery of packaged product associated with the packaging breach. This activity will repackage sbi product with a (2) year expiration date. Concurrently a new package design is under validation - seal test data obtained from supplier and indicates satisfactory results.